Event description:
It was reported during a da vinci-assisted cholecystectomy procedure, the instrument had a broken cable. The procedure was completed as planned with no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument and performed a device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have a loose grip cable at the distal end. Root cause of this failure is attributed to mishandling/misuse. This instrument¿s grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly. Root cause of this failure is attributed to mishandling/misuse. The instrument failed the clip test. The grip tips could not be opened fully to load the clips. Root cause of this failure is attributed to mishandling/misuse. After opening the housing, the instrument was found to have a broken clamping pulley at the proximal end. This failure caused the grip cable intuitive motion and clip test failures of the instrument. Root cause of failure is attributed to mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the device logs for the medium-large clip applier (part# 470327-12/ lot-sequence# n10210405-0167) associated with this event has been performed. Per this review of the logs, the medium-large clip applier was last used on (B)(6) 2022 during a cholecystectomy procedure on system serial# (B)(4). No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure modes could likely cause or contribute to an adverse event if it were to recur.